Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui, pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh. It was reported that the patient underwent a mesh removal surgery on (B)(6) 2012, and again on (B)(6) 2013 due to vaginal mesh erosion. A mini arc sling was implanted (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2009 and mesh and bs advantage fit system were implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 06/16/2016. (B)(4). It was reported that following insertion the patient experienced bladder outlet obstruction, bladder lesion, stress urinary incontinence, urethral hypermobility, and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.